Event description:
The consumer's daughter allegedly found the consumer with her arm stuck between the bed and full bed rail, resulting in a fractured left humerus.

Manufacturer narrative:
Manufacturer received a medwatch report number 989447201-2010-0002. A (B)(6) patient was under (B)(4) was in a private home setting alone in her bed. Her daughter heard her yell out and found the users arm stuck between the bed and bed rail. The user was taken for x-rays and a fracture of the arm was diagnosed. The facility device code is (B)(4) (no known device problem). No malfunction apparent. MDR filed based on alleged injury.